Manufacturer narrative:
The device has not ben returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2017, the reporter alleged the patient experienced a blood glucose of at least 600mg/dl with large ketones, nausea, and extreme drowsiness, associated with an alleged loss of prime issue. Reportedly, the patient remained on the pump and self treated with insulin via injection. During troubleshooting with customer technical support, it was revealed that the loss of prime occurred with more than one cartridge. The cartridges were being inserted with cold insulin, the cartridge was being over/under cycled. The patient alleged their blood glucose excursion was due to the loss of prime occurrence. The patient was educated on the loss of prime warning and cartridge use per instructions for use. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the cartridge.